Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a hemi-colectomy the first stapler used partially fired and the surgeon tried to continue the anastomosis but it didn't work, so the surgeon decided to open a 2nd reload and same thing happened. To correct the condition the surgeon decided to open a new stapler and reload and redo the anastomosis, taking more bowel. There was tissue damage and loss. There was a delay in surgical time by more than 30 minutes and no reinforcement material was used. The patient's last known status is reported as okay.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one gia 90 premium stainless steel dlus. The initial visual inspection of the instrument by the pmv investigator noted that the dlu was fully applied. The distal end of cartridge had properly formed staples present; the distal pushers were sub flesh. The device was forwarded to engineering for further evaluation of the damaged knife blade assembly. No functional anomaly was found. The sulu was received fully fired and the functional evaluation evidenced that there was no obstruction that could relate to a partial firing condition. The sulu was properly assembled and all its parts were present. Rough handling of the sulu when it is out of the gia metal instrument caused the bent condition in which the finger pad and carrier were received. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.